Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the silicone tubing was separated from the mainbody. There were markings on the tubing indicating the two component parts were assembled together at the time of production. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set ¿had separation between twist clamp and tube¿. This occurred during use on a patient for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.